Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17062. It was reported that the patient presented for a lead revision procedure. The atrial lead exhibited loss of capture and x-ray revealed lead dislodgement. During the procedure, the helix was not retracted with tissue noted at the tip. When connecting the lead to the atrial port, the set screw on the implantable cardioverter-defibrillator would not allow the wrench to turn. Both device and lead were explanted and replaced. There was no patient consequences before, during and after the procedure.